Event description:
A malfunction alarm identified as malf 13 was reported. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.